Manufacturer narrative:
The reported events were unacceptable threshold, high pacing impedance and helix mechanism issue. A complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil was over torqued inside the connector region consistent with procedural damage. After cleaning the helix, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and helix being clogged with blood/tissue. The reported events of unacceptable threshold and high pacing impedance were not confirmed. Electrical testing was normal with no anomalies found.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold measurement. The helix of the lead was found no have failed to extend. The physician elected to remove and replace the rv lead to complete the procedure. The patient was stable throughout.